Event description:
It was reported that patient's pain at ipg site has resolved after their system was explanted.

Event description:
It was reported that patient underwent surgical intervention to explant ipg on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention is planned to address the issue.